Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced and the ipg was repositioned to address the issue.

Event description:
Related manufacturer reference numbers: 3006705815-2023-00422 and 3006705815-2023-00424. It was reported that the patient is receiving ineffective therapy as a result of high impedances in one lead and a suspected fracture in the other lead. The patient is also experiencing migration of the ipg after significant weight loss. Surgical intervention may be pending to address the issue. Note: it is unknown which lead had high impedances and which was fractured.

Manufacturer narrative:
Date of event is estimated.